Event description:
It was reported that while using the excelsius gps system, the case was aborted due to merge issue.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported difficulty with getting a successful merge to use for the procedure. Upon using different shots provided in the case logs and adjusting the centroid placements on each level, we were able to achieve a useable merge while investigating this case. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, this case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.